Event description:
The device was used during a surgical removal of a catheter port. Reportedly, the catheter broke. The surgeon performed a re-operation and the device was removed by a radiologist utilizing flouroscopy. The hospital has reported the pt's condition is satisfactory.